Manufacturer narrative:
MFR narrative: corrected to reflect labeling the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. The device instructions for use mentions: warning - improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that, once high-power treatment was started during a holmium laser prostatic enucleation holep procedure involving this console and an associated fiber, error messages were displayed on the screen of the console. The messages appeared to have been resolved by pressing the confirmed button on the console. The laser was used for approximately fifteen minutes. It was noted that the physician felt that energy was not reaching the fiber tip and that the enucleation was not progressing as expected. At that point, the surgical nurse saw a green light and the surgical drape on the patient started to discolor and then ignited. The operator released the console pedal when the fire started, and the console was turned off. The patient was moved to another room while being ventilated. It was not indicated if the ventilation was in process during the procedure or begun after this incident. Cauterization was not performed as the bleeding from the procedure itself was controlled with balloon placement. Both the patient and the surgeon were burned. The physician received a second degree burn on their hand. It was not indicated if treatment was required for that burn. The patient suffered second and third degree burns on ten percent of their buttock. The wounds were assessed, cleaned, and dressed and the patient was transported by ambulance to another hospital for burn treatment, during which skin grafting on approximately six percent of the buttock was performed. In approximately three weeks, the patient will return to have the procedure completed if the burns have healed sufficiently. No further details have been provided.

Event description:
It was reported that, once high-power treatment was started during a holmium laser prostatic enucleation holep procedure involving this console and an associated fiber, error messages were displayed on the screen of the console. The messages appeared to have been resolved by pressing the confirmed button on the console. The laser was used for approximately fifteen minutes. It was noted that the physician felt that energy was not reaching the fiber tip and that the enucleation was not progressing as expected. At that point, the surgical nurse saw a green light and the surgical drape on the patient started to discolor and then ignited. The operator released the console pedal when the fire started, and the console was turned off. The patient was moved to another room while being ventilated. It was not indicated if the ventilation was in process during the procedure or begun after this incident. Cauterization was not performed as the bleeding from the procedure itself was controlled with balloon placement. Both the patient and the surgeon were burned. The physician received a second degree burn on their hand. It was not indicated if treatment was required for that burn. The patient suffered second and third degree burns on ten percent of their buttock. The wounds were assessed, cleaned, and dressed and the patient was transported by ambulance to another hospital for burn treatment, during which skin grafting on approximately six percent of the buttock was performed. In approximately three weeks, the patient will return to have the procedure completed if the burns have healed sufficiently. No further details have been provided.

Manufacturer narrative:
H10 MFR narrative: corrected to reflect labeling. The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed that the fiber was received in multiple pieces and with multiple burn marks. Microscopic inspection showed the fiber tip was degraded due to usage. The connector face had burn marks. During functional testing, the console read fiber usage as follow: treatment used: 8 and treatment left: 2. A review of the device history record confirmed that this fiber met specification prior to release. Based on the information available, it is likely that procedure handling of the fiber during preparation or use could have contributed to a partial fiber body break or kink, and when it was inserted into the scope and fired, it led to the fiber break. The multiple breaks observed on the fiber were likely caused by handling after the fire started. Lastly, the burn marks observed on the connector face are likely due to the fiber overheating as a result of the fire. According to the device instructions for use, the user is instructed to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. And "warning - improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, once high-power treatment was started during a holmium laser prostatic enucleation holep procedure involving this console and an associated fiber, error messages were displayed on the screen of the console. The messages appeared to have been resolved by pressing the confirmed button on the console. The laser was used for approximately fifteen minutes. It was noted that the physician felt that energy was not reaching the fiber tip and that the enucleation was not progressing as expected. At that point, the surgical nurse saw a green light and the surgical drape on the patient started to discolor and then ignited. The operator released the console pedal when the fire started, and the console was turned off. The patient was moved to another room while being ventilated. It was not indicated if the ventilation was in process during the procedure or begun after this incident. Cauterization was not performed as the bleeding from the procedure itself was controlled with balloon placement. Both the patient and the surgeon were burned. The physician received a second degree burn on their hand. It was not indicated if treatment was required for that burn. The patient suffered second and third degree burns on ten percent of their buttock. The wounds were assessed, cleaned, and dressed and the patient was transported by ambulance to another hospital for burn treatment, during which skin grafting on approximately six percent of the buttock was performed. In approximately three weeks, the patient will return to have the procedure completed if the burns have healed sufficiently. No further details have been provided.

Event description:
It was reported that, once high-power treatment was started during a holmium laser prostatic enucleation holep procedure involving this console and an associated fiber, error messages were displayed on the screen of the console. The messages appeared to have been resolved by pressing the confirmed button on the console. The laser was used for approximately fifteen minutes. It was noted that the physician felt that energy was not reaching the fiber tip and that the enucleation was not progressing as expected. At that point, the surgical nurse saw a green light and the surgical drape on the patient started to discolor and then ignited. The operator released the console pedal when the fire started, and the console was turned off. The patient was moved to another room while being ventilated. It was not indicated if the ventilation was in process during the procedure or begun after this incident. Cauterization was not performed as the bleeding from the procedure itself was controlled with balloon placement. Both the patient and the surgeon were burned. The physician received a second degree burn on their hand. It was not indicated if treatment was required for that burn. The patient suffered second and third degree burns on ten percent of their buttock. The wounds were assessed, cleaned, and dressed and the patient was transported by ambulance to another hospital for burn treatment, during which skin grafting on approximately six percent of the buttock was performed. In approximately three weeks, the patient will return to have the procedure completed if the burns have healed sufficiently. No further details have been provided.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed that the fiber was received in multiple pieces and with multiple burn marks. Microscopic inspection showed the fiber tip was degraded due to usage. The connector face had burn marks. During functional testing, the console read fiber usage as follow: treatment used: 8 and treatment left: 2. A review of the device history record confirmed that this fiber met specification prior to release. Based on the information available, it is likely that procedure handling of the fiber during preparation or use could have contributed to a partial fiber body break or kink, and when it was inserted into the scope and fired, it led to the fiber break. The multiple breaks observed on the fiber were likely caused by handling after the fire started. Lastly, the burn marks observed on the connector face are likely due to the fiber overheating as a result of the fire. According to the device instructions for use, the user is instructed to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. And "warning - improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that, once high-power treatment was started during a holmium laser prostatic enucleation holep procedure involving this console and an associated fiber, error messages were displayed on the screen of the console. The messages appeared to have been resolved by pressing the confirmed button on the console. The laser was used for approximately fifteen minutes. It was noted that the physician felt that energy was not reaching the fiber tip and that the enucleation was not progressing as expected. At that point, the surgical nurse saw a green light and the surgical drape on the patient started to discolor and then ignited. The operator released the console pedal when the fire started, and the console was turned off. The patient was moved to another room while being ventilated. It was not indicated if the ventilation was in process during the procedure or begun after this incident. Cauterization was not performed as the bleeding from the procedure itself was controlled with balloon placement. Both the patient and the surgeon were burned. The physician received a second degree burn on their hand. It was not indicated if treatment was required for that burn. The patient suffered second and third degree burns on ten percent of their buttock. The wounds were assessed, cleaned, and dressed and the patient was transported by ambulance to another hospital for burn treatment, during which skin grafting on approximately six percent of the buttock was performed. In approximately three weeks, the patient will return to have the procedure completed if the burns have healed sufficiently. No further details have been provided.

Event description:
It was reported that, once high-power treatment was started during a holmium laser prostatic enucleation holep procedure involving this console and an associated fiber, error messages were displayed on the screen of the console. The messages appeared to have been resolved by pressing the confirmed button on the console. The laser was used for approximately fifteen minutes. It was noted that the physician felt that energy was not reaching the fiber tip and that the enucleation was not progressing as expected. At that point, the surgical nurse saw a green light and the surgical drape on the patient started to discolor and then ignited. The operator released the console pedal when the fire started, and the console was turned off. The patient was moved to another room while being ventilated. It was not indicated if the ventilation was in process during the procedure or begun after this incident. Cauterization was not performed as the bleeding from the procedure itself was controlled with balloon placement. Both the patient and the surgeon were burned. The physician received a second degree burn on their hand. It was not indicated if treatment was required for that burn. The patient suffered second and third degree burns on ten percent of their buttock. The wounds were assessed, cleaned, and dressed and the patient was transported by ambulance to another hospital for burn treatment, during which skin grafting on approximately six percent of the buttock was performed. In approximately three weeks, the patient will return to have the procedure completed if the burns have healed sufficiently. No further details have been provided.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed that the fiber was received in multiple pieces and with multiple burn marks. Microscopic inspection showed the fiber tip was degraded due to usage. The connector face had burn marks. During functional testing, the console read fiber usage as follow: treatment used: 8 and treatment left: 2. A review of the device history record confirmed that this fiber met specification prior to release. Based on the information available, it is likely that procedure handling of the fiber during preparation or use could have contributed to a partial fiber body break or kink, and when it was inserted into the scope and fired, it led to the fiber break. The multiple breaks observed on the fiber were likely caused by handling after the fire started. Lastly, the burn marks observed on the connector face are likely due to the fiber overheating as a result of the fire. According to the device instructions for use, the user is instructed to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. And "warning - improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. The console was not returned for analysis as it was retained; however, information available indicated that the fiber broke thus contributing to the reported event. The device instructions for use list burns as a known risk associated with this type of procedure and it is noted as such in the device instruction for use.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. The device instructions for use mentions: warning - improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that, once high-power treatment was started during a holmium laser prostatic enucleation holep procedure involving this console and an associated fiber, error messages were displayed on the screen of the console. The messages appeared to have been resolved by pressing the confirmed button on the console. The laser was used for approximately fifteen minutes. It was noted that the physician felt that energy was not reaching the fiber tip and that the enucleation was not progressing as expected. At that point, the surgical nurse saw a green light and the surgical drape on the patient started to discolor and then ignited. The operator released the console pedal when the fire started, and the console was turned off. The patient was moved to another room while being ventilated. It was not indicated if the ventilation was in process during the procedure or begun after this incident. Cauterization was not performed as the bleeding from the procedure itself was controlled with balloon placement. Both the patient and the surgeon were burned. The physician received a second degree burn on their hand. It was not indicated if treatment was required for that burn. The patient suffered second and third degree burns on ten percent of their buttock. The wounds were assessed, cleaned, and dressed and the patient was transported by ambulance to another hospital for burn treatment, during which skin grafting on approximately six percent of the buttock was performed. In approximately three weeks, the patient will return to have the procedure completed if the burns have healed sufficiently. No further details have been provided.